Event description:
It was reported high impedance of >40000 ohms on all pairs. It was noted patient was moving furniture. Swelling was seen at the lead anchor site. Company representative stated that implantable neuro stimulator (ins) was at end of service (eos). It was uncertain if eos was due to normal battery depletion. At the time of this report, no further information was reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).